Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of a blood leak and dilator insertion difficulty was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The reported event of resistance inserting the dilator was confirmed. Resistance was noted inserting the dilator into the sheath. The dilator outside diameter measurement was within specifications; however, the outer diameter measurement was near the maximum measurement. This is consistent with the dilator insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, the hub on the sheath would not pass a mapping catheter and was back bleeding. During initial insertion of the dilator, it appeared there was some resistance, and an audible noise occurred while passing the dilator through the hub. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.